Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition 48 everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat the moderately calcified, 80% stenosed lesion in the slightly tortuous mid to distal right coronary artery. The lesion was pre-dilated with a 2.5x12 mm balloon at 8 atmospheres and the 2.5x48 mm xience xpedition stent was deployed. A distal end dissection was noted and was covered with a 2.5x12 mm drug eluting stent. Good patient outcome with timi 3 flow. There was no adverse patient sequela. No additional information was provided.